Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys including an ipg on (B)(6) 2009. It was reported that the pt's ipg was causing discomfort due to its size. Surgical intervention was undertaken to replace the device with a smaller model and effective stimulation was recaptured for the pt. No further issues were reported.